Event description:
"After surgery had begun with trocar in place in the patient, surgeon noticed a small slightly curled piece of plastic in the abdominal cavity, when they pulled out trocar for further inspection they found another small piece or curly plastic within the sleeve, therefore confirming that it had come from the trocar. They taped a piece of the plastic to a blue post-it for inspection, which I'm shipping with the trocar in question."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.